Event description:
Deflating left breast implant. For surgical removal and replacement. H&p indicates past medical history for left-sided breast cancer, diagnosed about 12 years ago. The same year, she underwent bilateral mastectomies with nodal evaluation. She was node negative. She had immediate reconstruction with bilateral submuscular tissue expanders. About four months post-bilateral mastectomies, she underwent exchange of tissue expanders with mcghan saline implants. The patient did not require chemotherapy, did not require radiation treatments. Since then she has had no evidence of recurrent disease. The patient reports that one week ago she awoke to find her left breast implant with deflating. She has had no antecedent history for trauma to that side. She is now presenting in usual state of good health for replacement of bilateral breast saline implants for silicone gel implants. Deflated explanted mcghan 68hp, 500cc lot 621520.